Event description:
It was reported that patient had explant of device for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system was explanted for skin erosion at the lead site.